Event description:
It was reported that a microclave¿ clear neutral connector generated a leak during patient use. The reporter stated that "at approximately 1155, pt had acute and drastic drop in blood pressure. Lowest noted value 53/38. Writer discovered leak to rij after giving one dose of phenylephrine to manage low blood pressure. Pt had medication running through distal port of rij t/o shift without incident. Connections checked twice prior to event and during event, found to be satisfactorily connected, but leak present regardless. Event resolved by replacing cap, IV flow satisfactory without further leak, blood pressure managed." The sample product is not available for investigation. The customer was requesting an investigation letter. It is unknown if the low blood pressure is a result of the leak or a pre-existing condition. There was patient involvement but no adverse event.

Manufacturer narrative:
The device history review (DHR) for lot 13960023 was reviewed and no non-conformities were found that would have led to the reported complaint. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed and a probable cause could not be determined.